Manufacturer narrative:
Evaluation was performed and the condition of failure code 570 was confirmed in the event history. Inspection of the pump revealed depleted main batteries caused the failure code 570. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
During service by baxter, failure code 570 was found in the event history of the device. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.